Manufacturer narrative:
(B)(4). Device evaluated by manufacturer - a visual and microscopic examination found that the hypotube had broken approximately 19.4 cm from the catheter's strain relief. No kinks or damage were noticed along the shaft of the device. A visual and microscopic examination of the crimped stent found no issues. Microscopic examination of the balloon found no issues with the balloon material, tip or the crimped stent that could have contributed to the complaint. The balloon was tightly wrapped and was not subjected to any positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications the most probable root cause classification is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
This complaint is now reportable based on the analysis completed on (B)(6) 2010. It was reported that during a coronary drug eluting stenting treatment procedure, the stent was unable to cross the lesion. The lesion was located in a moderately calcified and severely tortuous distal left circumflex artery. A 2.5x24mm taxus liberte' drug eluting stent was advanced to the lesion, but could not cross. The procedure was completed with another taxus liberte' stent. No patient injuries or complications occurred. Patient status is listed as "stable." Product analysis confirmed that there was a shaft fracture.